Manufacturer narrative:
On (B)(4) 2016, the field service engineer (fse) found valve lv10 not closing completely causing the leak. Debris was blocking the valve operation. The fse flushed the valve to remove the debris and fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluent leak of volume from the probe in the coulter act diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.